Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) implant procedure. During implant, it was observed that the lp failed to separate from the catheter. The decision to implant the atrial lp was abandoned on (B)(6) 2026. The patient was stable.